Event description:
It was reported by service report that the footend lift was not lifting or lowering. The customer reported that they did not know if there was any patient involvement or there were adverse consequences to report.